Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, storage was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was initially failed when tested. A field service engineer powered down the station, and drawer 4¿s controller was removed and replaced. All cubie cables and row boards were disassembled, cleaned, and reseated. After reassembling the components and rebooting the station, the drawer was tested and confirmed to be working. Testing was performed in hardware test application (hta), followed by customer validation through inventory operations. The system functioned as intended after the field service engineer repaired the device.